Event description:
Complaint alleged that medics were treating a 64-yr-old male pt. The unit indicated that the pt required defibrillation. The pt was defibrillated at 200j and his rhythm was converted. Later, the medics evaluated the strips. They interpreted the strip to read that the pt was in an indioventricular rhythm with 60 bpm. They felt that the pt should not have been defibrillated. There was no adverse effect on the pt.

Manufacturer narrative:
The ECG data file of the segment in question was obtained from the san diego fire department, and tested against the analysis algorithm residing on a pc with the same result as the unit exhibited. Thus, there was no specific failure in the unit. The rythm in question was an accelerated idioventricular rhythm with artifact present whose amplitude in certain portions was approximately the size of the ECG itself. The rise time and amplitude in certain portions was approximately the size of the ECG itself. The rise time and amplitude of the qrs was not sufficient for the beat detector to recognize it as a qrs, and there was sufficient amount of artifact that the autocorrelation algorithm was unable to recognize the rythm as organized in two out of the three segments. Only one of the three analyzed three second segments was recognized as non-shockable. When the rhythm was analyzed by the unit several times more after this, it properly recognized the rhythm as non-shockable. In field trials, the algorithm performed with a specificity of 99.6%, which is equal to or better than the performance of other algorthms used on marketed AED's. This particular rhythm therefore lied in that 1 out of 200 area of inaccuracy.